Manufacturer narrative:
Product ID: sr-6000, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the unknown stimloc screws found them both broken due to over torqueing. The head of the screws were damaged. Analysis of the unknown screwdriver found the tip was twisted due to over torqueing.

Event description:
Additional information received reported the manufacturer representative did not have an update on the screws. Additional information has been requested regarding the location of the screws (if the rep or health care provider had them, or if they were discarded in the or).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two screws included in the stimloc broke during procedure. The screws were placed as normal, but the physician, while tighten them, torqued enough that the head of the screws broke off. The stimloc had to be rotated about 20 degrees. Two new screws were placed with the same stimloc ring. The case proceeded and finished as expected with no harm to the patient. There were no patient symptoms or injuries related to this event. The patient status was noted as alive with no injury or adverse event.

Manufacturer narrative:
Product ID: neu_screwdriver, product type: accessory. Product ID: sr-6000, serial# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.